Manufacturer narrative:
(B)(4). Product not yet returned for eval.

Manufacturer narrative:
(B)(4). Product not returned for evaluation. Most likely underlying root cause is: user had an inaccurate reference.

Event description:
Consumer complaint of low blood results. Expected blood glucose results fasting range from 180 to 220 mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at this time. Currently taking medication to manage diabetes. Back to back blood test performed during call fasting ((B)(6) 2015; 10:55am) with results of 220 mg/dl and 229 mg/dl. Verified storage of test strips is within instructed specification. Test strip lot manufacturer's expiration date is 05/16/2017 and open vial date is within three months. Recall test results performed from meter memory (time not set correctly): (B)(6). Adverse event not reported.

Event description:
Consumer complaint of low blood results. Expected blood glucose results fasting range from 180 to 220 mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at this time. Currently taking medication to manage diabetes. Back to back blood test performed during call fasting ((B)(6) 2015; 10:55am) with results of 220 mg/dl and 229 mg/dl. Verified storage of test strips is within instructed specification. Test strip lot MFR's expiration date is 05/16/2017 and open vial date is within three months. Recall test results performed from meter memory (time not set correctly): 116mg/dl, (B)(6)/2015, 10:08pm fasting: no; 263mg/dl, (B)(6) 2015, 08:37pm, fasting: yes; 356mg/dl, (B)(6) 2015, 08:37pm, fasting: yes; 337mg/dl, (B)(6) 2015, 08:16pm, fasting: yes; 384mg/dl, (B)(6) 2015, 03:18pm, fasting: yes. Adverse event not reported.